Manufacturer narrative:
(B)(4). Product eval pending.

Event description:
The user is questioning the time stamp of the event as it appears the ECG was recording after the device was powered off. The subject outcome is unk.